Event description:
This device is unable to communicate with either the ics 3000 or the epr 1000 programmers. A ttm check two weeks prior demonstrated eri behavior from the device. Interrogation of the device showed normal operation and good measurement values. The patient is right handed and the device is implanted in the right side of his chest. He admits to using an 8 lbs. Sledge hammer to split fire wood since the last interrogation. The device was removed in 2007 to be returned to binc. The lead test values were acceptable range, though the set screw was thought to be stripped. Eos magnet rate was noted at the time of explant. Emi testing within the room was ineffective. Seven days later, device received with oos report indicating eri, unable to program, unable to obtain telemetry, and possible connector or set screw problem.